Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 12/21/2016. Product was tested and functioning according to specification. Investigation: for one patient, cl and tco2 results were higher than a second analyzer, and for another patient, cl displayed a star-out and the tco2 results were higher than a second analyzer. The customer complaint was reproduced. Analyzer s/n (B)(4) displayed star-outs for cl on one run, and bun and ica results were out of range (high) once each on separate cartridge runs. Additional cartridge runs were performed, and all results were within acceptance ranges. There were observations of residue, contamination, and possible wear and tear on the analyzer's internal components; however, there is no evidence to support that any of these observations caused or contributed to the complaint. A rocketware search spanning twelve months revealed no similar incidents and no evidence of a trend. No deficiency has been identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat1 analyzer is meeting specification.

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat1 analyzer sn (B)(4) that had lower results on na, k, cl, tco2, ica, bun, and hct when compared to second I-stat1 and/or vista on two patients. There was no patient information at the time of this report. Return product is available for investigation. (B)(6). At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4).